Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and no obvious defects were found. A console representing the current software version was used to test the sample. The sample could prime and pass intraocular pressure (iop) calibration successfully. No air leak was detected during the priming process. No system message code was generated during functional and performance tests. A pressurized leak integrity test of the sample was performed; the sample met specifications. The investigation results were unable to confirm a malfunction associated with the customer¿s reported event. The root cause of the customer's complaint could not be established; the returned sample met specifications. No contributing factors could be identified that could cause the customer¿s experience. After the investigation of this complaint, it has been determined that this sample met specifications. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that leakage occurred from the cassette during a procedure. The procedure was completed without product replacement. There was no patient harm.